Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: after the 1st firing, the releasing button was not pressed, but the device came off of the tissue. Stapling was done properly. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding was reported. Nothing fell into the patient cavity. No tissue damage was reported. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).